Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Prior to the last firing in the field there were multiple unknown continuous resets. The rear housing was removed and there was damage to the 44-pin flex cable on the ground pins where it connects to the motor board. The q12 transistor was damaged, which lead to the intermittent audio issues. The rightmost motor was loose. One of the articulation buttons did not function. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The root cause of the observed condition was determined to be a result of a manufacturing activity. Damage to the ground pins can result in a continuous reset due to an intermittent connection. Improvements have been initiated to mitigate this condition. Replication of the damaged electrical components resulting in loss of piezo function may occur due to rough handling such as the handle being dropped. This failure poses no patient safety risk. The audible tones are for user information only and do not communicate patient safety related issues. Additionally, the investigation detected a secondary condition of loose motor screws and switch failure that has no relationship to the reported condition. During the investigation it was discovered that the articulation motor screws had become loose allowing the motor to move around. The connection between the motor output shaft and trilobe coupler was not impacted. In regards to the switch failure, a cross functional team has reviewed the risk and rate of occurrence for this failure mode and complaint mode and has determined that no corrective actions are warranted at this time to address the root cause of the switch failure. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bariatric surgery, the device was used on the patient, at the first firing, the cartridge was attached, and the tissue was clamped as usual and then the doctor checked visually to press the green button to fire, but the green button did not illuminate. Although the opening and closing of the jaws was performed several times, the green button still did not illuminate. The rotation button was double-clicked twice to get into slow mode. There was no sound generated at that time. Although the green button was neither flashing not illuminating, when firing in the usual procedure, firing was able to be performed but it was a normal firing speed. After that, the device was continued to be used as it was, the condition still did not change and firing was possible but the speed mode was unable to be set manually. The device was used in slow mode. The device was used as it was to resolve the issue. There was no patient injury.